Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0979 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient needed standard drug chemotherapy due to "right lung cancer". The catheter was indwelled in our hospital on (B)(6) 2021. The indwelling process was smooth, with a depth of 46cm. The catheter was placed in the precious vein of the left upper extremity. Once, on (B)(6) 2022, I returned to the hospital for drug chemotherapy. During the maintenance process, when the tube was sealed, there was liquid leakage from the catheter between 49-50cm, and the catheter was checked and found to be damaged at 49-50cm."